Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total hip replacement, the needle tip pinged off when they were doing the second to last stitch. It was also reported that x-ray was performed to make sure it had not fallen into the patient. Fortunately, it had fallen onto the floor and the scrub nurse had to use a magnet to locate it. This resulted to minor tissue damage and extended surgical time of extra 40 minutes. Another suture was opened and used to complete the case.